Event description:
New information states that when the patient presented to the clinic for a follow-up, a recurrent event of post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were discussed and the patient is scheduled to go back to the clinic for reprogramming on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended to make during a device check-up. No further information is available.